Event description:
The customer reported the ventilator alarmed vent inop due to inhalation autozero failure. Te customer reported pt involvement w/ no harm to the pt.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete. Pt info was requested and the customer stated the pt info is not available.